Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air gaps in the infusion set tubing. The customer's blood glucose (bg) level was 350 mg/dl. Reportedly, the supplies were changed and a bolus via the pump was delivered to address the bg level.